Event description:
A pt reported blood glucose results of "258, 125, 140, 133, 129, 134, 261, and 257 mg/dl" with a company meter, performed within 10 minutes of each other. The meter and test strip were replaced.